Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2023, that two axios stent and electrocautery enhanced delivery system were to be implanted during a gastro-entero anastomosis procedure performed on (B)(6) 2023. During the procedure, the first axios stent was unable to be deployed. The stent was fully covered by the outer sheath when it was removed from the patient. A second axios stent (the subject of this report) was attempted to be implanted; however, the same problem occurred. A different device was used to complete the procedure. There are no known patient complications due to this event. Note: it was reported that the axios stent was intended to be placed for a gastro-entero anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastro-entero anastomosis procedures.

Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of stent failure to deploy.